Manufacturer narrative:
Reported event: an event regarding elevated metal ions, corrosion and altr involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with (B)(4). Clinician review: insufficient information was provided to support a medical review. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions, corrosion and altr is considered to be under the scope of this recall.

Event description:
It was reported that plaintiff's alleges the right rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Update (B)(6) 2021 wg: it as reported the patient's right hip was revised due to pseudotumor. Intraoperatively, corrosion was noted on the trunnion and at the junction of the stem and neck. A rejuvenate modular stem construct, ceramic head, and liner were removed. Rep confirmed there are no allegations against the revised liner and head. Rep also provided an office visit note and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding elevated metal ions, corrosion and altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with (B)(4). Clinician review: insufficient information was provided to support a medical review. Conclusions voluntary recall (B)(4) was initiated for (B)(6) and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions, corrosion and altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that plaintiff's alleges the right rejuvenate hip implanted on 5/18/11 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Update (B)(6) 2021 wg: it as reported the patient's right hip was revised due to pseudotumor. Intraoperatively, corrosion was noted on the trunnion and at the junction of the stem and neck. A rejuvenate modular stem construct, ceramic head, and liner were removed. Rep confirmed there are no allegations against the revised liner and head. Rep also provided an office visit note and confirmed that no further information will be released by the hospital or surgeon.